Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 269 mg/dl, 115 mg/dl and 518 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated she self-treated with 10 units of byetta afer obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement products was sent.